Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "broken cable". The instrument was found to have broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of a broken pitch cable is a component failure and is related to device design. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 420207-10/n10191111994 associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2021 on system sh1279, with 7 lives remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field implant date (2020 reports) is blank because the product is not implantable. Field initial reporter also sent report to FDA? Is blank because it is unknown if the initial reporter submitted a report to the FDA. PMA/510k (2020 reports) and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps had a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.